Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations downloads had stopped and communication was intermittent. A technical support specialist found cycling out of synchronization with the server multiple times per day, followed knowledge article (ka) - multiple devices with download stopped - current subscription cycle stuck and reset the service, which provided temporary relief; however, the issue persisted until the send and receive timeout values were adjusted from 1 minute 10 seconds to 10 minutes. After the adjustment, the customer reported no further daily synchronization issues. The case was held to monitor for recurrence, and with no new occurrences observed, closure was confirmed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations experienced download stoppages and intermittent loss of communication. The issue had been occurring randomly for approximately one month following a local network update. During each occurrence, the system experienced up to one hour of downtime before reconnecting. The customer reported that the issue occurred multiple times per day. There were no delay or adverse events or injuries reported based on this event.